Event description:
Hcp reported pt had increased spasticity in 2006. A dye study was performed, followed by pump replacement. The device was returned to the MFR for analysis. The pt's spasticity is controlled with new pump.